Event description:
Slipped twice during the case and the lock was very loose. No pt injury. No other information was provided. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.